Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and attached a good known circuit to the unit. The blender was bypassed, the unit was powered up and patient circuit check was done. The fsr ran a performance check and all tests passed the required criteria. Performance check and patient circuit check was repeated and the unit passed. The unit was allowed to run at performance check settings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with 3100a where unit will not pressurized during patient use. Furthermore, there was no information regarding patient harm associated with the event.